Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had passed out. When the patient took their pulse their heart rate was lower than the programmed lower rate. T-wave oversensing was noted on a stored episode. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.